Manufacturer narrative:
This product is not marketed in the us. Device evaluation: lens was returned dry, in small vial. Visual inspection found no visible damage to the lens and dry, clear surgical residue on the lens surface. Lens is twisted due to position in vial. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -7.0/+1.0/082 diopter, in the patient's left eye (os) on (B)(6) 2016. The patient experienced excessive vaulting, elevated iop, significant reduction of irido-corneal angles, and goniosynechiae. On (B)(6) 2016 the lens was exchanged for the shorter lens. The problem was resolved.